Manufacturer narrative:
Patient information was not made available from the site. On 06/09/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 06/10/2016 a medtronic representative, following-up at the site, reported the issue re-occurred and confirmed that the ias computer re-started spontaneously. The medtronic representative replaced the ias computer and the system control board. Return requested for the suspect computer and control board on 06/10/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system image acquisition system (ias) and mobile view station (mvs) were not communicating. A system re-boot restored normal function and the issue was resolved. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect system control board was unable to replicate the reported issue. The system control board in test imaging system and the system readied as expected. Communication between ias and mvs was functional and both 2d and 3d imaging were successful. No problem found. The reported event could not be duplicated by medtronic personnel. Medtronic investigation of returned suspect ias computer found that during bench testing, time/date were correct (cmos check.) Os and o-arm application loaded as expected. During first run of virus scan, the ias computer shut down. During several attempts to reboot, the power led was lit, but the hdd led did not illuminate. Internal connections are secure. A few raps on the case resulted in the hard drive responding. Virus scan was completed. Faulty hard drive. The reported issue was confirmed to be caused by a hard drive malfunction of the computer.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. It is suspected this issue was caused by hardware as the log files indicate abrupt loss of power and that the system recovered from an improper shutdown, however no parts have been received by manufacturer for analysis.